Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having trouble with their device for three weeks and they believe their device is not working properly. Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.